Event description:
It was reported that an ilet user missed a meal announcement after eating, inquired about manual bolusing, and asked whether the missed announcement would affect the algorithm¿s learning; the agent explained automated corrections, appropriate meal announcement timing, and that the system adjusts dosing based on ongoing data, with learning and adaptation over 24-hour periods. Symptoms included hyperglycemia with a highest continuous glucose monitor (cgm) reading of 233 mg/dl and a high duration of 1 hour 40 minutes. Outcomes included correction by the system¿s automated insulin dosing, with the user returning to range and no alerts, alarms, or medical interventions. Investigation included review of device data in the bionic report and assessment of cgm trends. Investigation of this case revealed expected device behavior with automated correction dosing following a missed meal announcement, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user missed meal announcement with normal device function and appropriate automated correction.